Event description:
It was reported that the patient responded to the therapy after the lead was implanted. During implantation of the neurostimulator, the patient did not feel paresthesia anymore as soon as the patient was implanted. The patient felt a low stimulation at 10.2 volts. Impedence measurements were within the limits. The device system was explanted. No further patient complication was reported.

Manufacturer narrative:
The lead, neurostimulator (ins), ins plug, anchor and wrench were returned for analysis. Device analysis of the lead revealed broken conductor(s) at the proximal end of the lead (connector area). The #2 conductor broke just below the #2 connector weld site. The outer insulation was melted (suspect cautery artifact). The distal end intact and undamaged. Device analysis of the anchor revealed the anchor separated. The silicone portion of the titan anchor separated from the titanium insert and was not returned. There is evidence of adhesive on the insert. Device analysis of the neurostimulator revealed no significant anomalies. There was good table output on every electrode pair. The output matched the programmed settings. There were no issues when pressing on the can. The battery status during testing was 2.94 volts, (<20% capacity used). Device analysis of the wrench revealed the hex wrench was bent. Device analysis of the plug revealed no anomalies.